Event description:
Needle totally disengaged from syringe when practitioner was treating the patient with bovine collagen. This event is being reported secondary to the possibility of injury in future occurrence.